Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous internal fistula. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.